Event description:
81yr old male with history of ashd, copd. Complained of weakness and dizziness. No pacemaker activity found on routine monitoring. Pt had surgery to remove old pacemaker+lead+replace with new pacemaker+lead.